Manufacturer narrative:
The following devices were also listed in this report: unknown 42e mdm; cat# unknown; lot# unknown; c-taper cocr lfit head 28mm/+5; cat# 06-2805; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned / not received.

Event description:
It was reported that patient's hip was revised due to impingement. Surgeon also reported suspicion of infection with evidence of poly wear cited as the cause. Intra-operatively, no visual evidence of poly wear was found. Patient was revised to a spacer including a 6 x 127 hfx stem. The trunnion of the stem was impinging with the cup. Sales rep believes that infection was confirmed to prompt implantation of a first stage antibiotic spacer.

Manufacturer narrative:
An event regarding suspected infection involving an unknown adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code/sterile lot information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including product information, operative reports, pathology reports progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip was revised due to impingement. Surgeon also reported suspicion of infection with evidence of poly wear cited as the cause. Intra-operatively, no visual evidence of poly wear was found. Patient was revised to a spacer including a 6 x 127 hfx stem. The trunnion of the stem was impinging with the cup. Sales rep believes that infection was confirmed to prompt implantation of a first stage antibiotic spacer.